Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx fell and the leads ECG connector/port was damaged (pushed in). Leads ECG was not functional as a result of the damage. There was no pt involvement.